Event description:
It was reported that:"lma would not hold pressure. Seal possibly faulty on pilot tube. Readings would not stay in red/green sections. This is a single incident. There have been no previous incidents reported involving this product. Identified prior to use on patient during functional testing.".

Manufacturer narrative:
(B)(4). Section d.4. - unique identifier (UDI)# corrected from (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that:"lma would not hold pressure. Seal possibly faulty on pilot tube. Readings would not stay in red/green sections. This is a single incident. There have been no previous incidents reported involving this product. Identified prior to use on patient during functional testing."

Manufacturer narrative:
(B)(4).